Event description:
Tibial base was revised because it was bent.

Manufacturer narrative:
Info requested on 9/26/96. Conclusion statement: product worn due to fractured femoral component. Product was MFR and sold by another co, the assets of which were purchased by co. Three contacts were made and documented to user facility requesting medwatch form. Info was not received.